Event description:
Boston scientific received information that during a device replacement procedure, this left ventricular (lv) lead was explanted. It was reported this lead pulled back shortly after the initial implant and previously had been turned off due to loss of capture (loc). There were no viable options for implanting a new lead or repositioning this lead due to the patient's anatomy. The patient was downgraded to an implantable cardioverter defibrillator (ICD). No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Dried blood/body fluid was noted in the lumen of the lead. Subsequently, a guidewire was unable to be inserted into the lead due to fluid infiltration. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.